Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were explanted and replaced due to reports of oversensing. There were no surgical observations that could give potential root cause. No additional adverse patient effects were reported.